Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil would not advance; therefore, it was removed. The procedure was completed using a new ruby coil and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed the non-penumbra microcatheter was ovalized just distal to the strain relief. This ovalization prevented a demonstration ruby coil from advancing through the non-penumbra microcatheter during functional testing, and likely contributed to the resistance experienced during the procedure. Further evaluation revealed the pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced upon attempting to advance the coil. The retraction of the pusher assembly was likely incidental and may have occurred after removal of the ruby coil from the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.